Event description:
The customer reported an uncontained leak of approximately two hundreds (200) milliliters of clear fluid and three hundreds (300) milliliters of clenz cleaning agent from the coulter lh 780 hematology analyzer. The customer was running controls when the leak was observed. There was no report of direct contact with the leak, injuries, erroneous results or change in patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, eye protection and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found that the check valve (cv2-b) between the backwash tank and the sweep flow tank was broken. The fse replaced the check valve to resolve the leak. (B)(4).